Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 56 year old male with a history of non ischemic cardiomyopathy, aicd/crt d, and an ejection fraction <30% presented in fulminant cardiogenic shock consistent with scai stage e. The patient was admitted with shortness of breath and chest pain and required emergent intubation overnight. He was supported with dobutamine, milrinone, levophed, and vasopressin, with a peak lactate of 7.8. Due to hemodynamic instability, the patient was taken to the cardiac catheterization lab for placement of an impella cp device. The patient experienced hemolysis during impella cp support, likely associated with suboptimal pump positioning in the setting of difficult imaging and significantly dilated cardiac chambers. Multiple repositioning attempts were required. While a definitive device related failure could not be confirmed, the hemolysis was attributed to the impella by the clinical team. The device remains in place, and further evaluation¿including device return and data download¿will be required to determine whether any device malfunction contributed to the reported event. The hemolysis may also have been attributed to specific factors, including critical illness, underlying cardiac dysfunction, and potential hemodynamic instability. The patient remains on support and is improving.

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. H1. Type of reportable event added. H6. Health effect - impact code added.

Event description:
Additional clinical narrative reports a 56-year-old male with a history of non-ischemic cardiomyopathy, aicd/crt-d placement, and a reported ejection fraction less than 30% presented in fulminant cardiogenic shock consistent with scai shock stage e. The patient was admitted with shortness of breath and chest pain and required emergent intubation overnight. Hemodynamic support included dobutamine, milrinone, norepinephrine, and vasopressin, with a reported peak lactate of 7.8. Due to ongoing hemodynamic instability, the patient was taken to the cardiac catheterization laboratory for placement of an impella cp device. Following impella cp placement and introduction of a repositioning sheath, ¿impella in ventricle¿ alarms were noted. Device position was corrected and confirmed under fluoroscopy. A bedside echocardiogram performed in the ICU demonstrated difficult imaging windows with dilated left and right ventricles. During this period, the patient¿s urine became pink-to-red in appearance with progressive worsening. The interventional cardiologist was notified, and the patient was returned to the catheterization laboratory, where a pulmonary artery catheter was placed and the impella was repositioned. Subsequent echocardiography in the ICU prompted further repositioning of the device, with a total retraction of approximately 2 cm. The patient had acute kidney injury on admission, with repeat creatinine pending. On the following morning, the registered nurse reported improvement in hematuria. Despite these interventions, the patient¿s overall clinical condition continued to deteriorate. Care was subsequently withdrawn, and the patient expired. The reported hemolysis may have been influenced by patient-specific factors, including critical illness, severe underlying cardiac dysfunction, acute kidney injury, and ongoing hemodynamic instability. The impella is conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
This follow-up 2 report serves to correct the g3 (date received by manufacturer) reported in follow-up 1. The correct g3 date is march 19, 2026, rather than april 6, 2026. Note: with this correction, the follow-up 1 report¿that included additional information on the explant ((B)(6) 2026), patient outcome (care was withdrawn and the patient subsequently expired), coding updates, and change in reportability¿remains within the required submission timeframe.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Upon review, it was identified that the . Explantation date (d6b) was inadvertently omitted in error; the exact date has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of position issue was not determined due to insufficient clinical details and no product was returned.